Event description:
The product was returned and animas product investigation noted that there was numerous events of loss of prime with low non-zero force were found .loss of prime events were also observed associated with empty cartridge alarms.the pump was opened to investigate, component bt1 was found to be leaking and unable to hold and charge.

Manufacturer narrative:
Animas pa tested the product on (B)(6) 2011 and noticed that there was an issue with the loss of prime. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(6).